Manufacturer narrative:
Awaiting evaluation of device.

Event description:
The heating element on the device has rusted almost all of the way through and has gotten rust stains on the bottom of the unit, rack and hot packs. The heating element has been changed previous to this instance. No operator or patient injuries resulted.